Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery (sfa). The supera was advanced to the target lesion. After stent deployment, during removal of the supera, the nosecone broke off inside the patient. There was no resistance during removal of the device. A snare device was used to remove the nosecone. There was no injury to the patient anatomy. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported tip detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. The investigation was unable to determine a cause for the reported tip detachment. It may be possible that the tip detachment was due to not retracting the thumbslide to sheath the tip and locking the system lock prior to removal resulting in the tip catching in the stent and/or anatomy resulting in separation; however, this could not be confirmed. The additional treatment to remove the tip was related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b1. Product problem added b2. Required intervention added.